Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a depleted battery alarm. The root cause of the reported condition was determined to be a defective upstream occlusion sensor. The pump head module was replaced to repair the reported condition. A service history review revealed no previous service events were related to the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional info: similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Corrected data: the initial medwatch had "foreign" checked. This is not a "foreign" report.

Event description:
The facility representative reported a colleague infusion pump that experienced a constant upstream occlusion alarm on channel a during patient use in the oncology department. No patient injury or medical intervention was reported. The software version of this device is unknown. No additional information is available.